Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of broken intraocular lens (iol). Additional information has been requested however no further information available.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo provided shows an iol on a piece of surgical gauze. Both haptics are not visible in the photo. Due to the quality of the photo, it is unknown if the haptics are folded under the optic or are broken/torn. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).